Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump was delivering inaccurately and caused elevated blood glucose values. The user insisted that the cartridge had insulin and was delivering. It was noted that two large primes were performed and no drops were seen coming out of the end of the tubing. It was noted that there was no evidence of leaking observed in the pump or with the cartridge. The indicated blood glucose (bg) level of 478 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.